Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not detected) error message was confirmed based on the archive data review and during the functional testing. The root cause for the reported complaint was due to the worn-out shaft lock pin, likely as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in november 2007, and it is more than 13 years old, well beyond its expected service life of 5 years. During the visual inspection, unrelated to the reported complaint, a cracked front enclosure, the lcd screen with no backlight, and a bent battery lock were observed on the platform. These observed issues were likely due to user mishandling, such as a drop. The front enclosure, lcd screen, and battery lock need to be replaced to address these issues. The autopulse platform failed initial functional testing due to user advisory (ua) 12 error message displayed upon powering on, thus confirming the reported complaint. The shaft lock pin needs to be replaced to remedy the error. The archive data was reviewed and contained user advisory (ua) 12 error message on the reported event date, thus confirming the reported complaint. In addition, the archive data show the presence of multiple user advisory (ua) 20 (position out of range) error messages, unrelated to the reported complaint. The shaft of the integrated encoder was damaged likely as a result of normal wear and tear and the integrated encoder needs to be replaced to remedy the user advisory (ua) 20 error. Also, during the archive data review, the dates in the archive were noted corrupted, unrelated to the reported complaint. The root cause of the corrupted archive was likely due to the defective processor board and the load cell amp cable as a result of normal wear and tear. The defective processor board and the load cell amp cable need to be replaced to remedy the issue. Waiting for the customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with a serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message. The user was unable to clear the ua 12 error message. No patient involvement.